Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased pacing impedance and threshold capture noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. Further information was requested but none was received.